Manufacturer narrative:
510k status: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter leaked at the junction between the catheter and the hub portions of the device. This issue ultimately necessitated the removal and replacement of the complaint device. The replacement reportedly occurred with no further complications or adverse events to the patient. Additional information has been requested from the customer, but no further information could be provided. The product is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawings, manufacturing instructions, instructions for use (IFU), and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. However, measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.